Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was noted that the patient was initially scheduled for a wound washout procedure due to impaired wound healing. The impaired healing was later attributed to infection. The vns was explanted due to infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history record was reviewed for both the generator and lead. Both devices were hp sterilized prior to distribution, and no unresolved non-conformances were found prior to distribution. No additional relevant information has been received to date.